Event description:
Reporter indicated that a diagnostic test showed high lead impedance. X-rays were reviewed by manufacturer, and the cause for the high lead impedance could not be conclusively determined. However, it appeared that the connector pin was not fully inserted past the connector block of the generator and it could not be confirmed that the lead wire was intact at the connector pin. It was also reported that the patient experienced "unresponsiveness" to vns therapy, and it is unknown if this is due to lack of therapy from the high lead impedance. A battery life calculation with available programming history estimated 1.86 years remaining until eri - yes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.